Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b3. The information included in b3 was inadvertenly omitted from the initial medwatch report. Please see updates to b3, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the image failure occurred due to a cable failure. Additionally, it¿s likely the cable failure was caused by a twisted cable. The final root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus camera head due to an unspecified color tone issue. There was no patient harm reported as a result of the above event. During the device evaluation, it was discovered that the unit was not producing an image at all. This report is being submitted to capture the lack of image found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit was not producing an image. During the evaluation, a damaged cable unit was discovered and caused the ¿no image¿ failure. Additionally, the subject device failed the leak test. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The cable unit was found damaged. However, the damage exceeded a poor-quality image (reported ¿ color tone issues) and caused a complete lack of image during testing. Additionally, the unit failed the water leakage test. If additional information becomes available following the device evaluation, a supplemental report will be filed.